Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of peripheral neuropathy. It was reported that the patient¿s ins had been dead and not working for the past 3 years. It was unknown if it was due to normal battery depletion. It was reported the patient had health issues and therefore could not schedule a replacement. No patient complications were reported as a result of this event.